Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the pressure module did not function as expected. Two out of three pressures intermittently displayed a "?" Symbol. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.